Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections were performed, and it was revealed that the tip was observed stuck on the floppy end of the guide wire. The imaging window was observed twisted and tangled and detached near the lap joint section.

Event description:
It was reported that catheter issue occurred. An opticross hd catheter was used for ultrasound examination of the target lesion. During the procedure, the catheter got twisted and the entire system was removed. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. An opticross hd catheter was used for ultrasound examination of the target lesion. During the procedure, the catheter got twisted and the entire system was removed. The procedure was completed with another of the same device. No patient complications were reported.